Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
The battery reamer/drill and battery casing were returned for repair because they were not working. Drill's electronic control unit was unresponsive and the battery housing seal was worn and deformed. This is report 2 of 2 for complaint #(B)(4).